Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin within the cartridge and was overfilling the cartridge. Customer was educated regarding insulin/cartridge labeling. Customer resumed insulin therapy during troubleshooting.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. ¿the single-use disposable cartridge can hold up to 300 units (3.0ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.